Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/4/2020. Additional h6 component code: g07002 - conforming devie. A manufacturing record evaluation was performed for the finished device lot number: ppbdtr, m8701 and no non-conformances were identified. Additional h3 investigation summary: it was reported that the suture broke. It was received for evaluation four unopened samples of product code: m8701, lot: ppbdtr. During the visual inspection of four unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke after completion of the anastomoses but was redone to complete the procedure successfully. There were no adverse patient consequences reported. No additional information was provided.